Manufacturer narrative:
Product analysis: the snare wire and micro catheter were returned coiled together for evaluation. Damage was observed to the tubing of the snare wire. An s shaped bend was observed on the catheter. A kink was observed on the distal section of the catheter. Approximately 102 cm of the catheter were returned. The distal tip and marker band were detached and were not returned for evaluation. One still image was provided for evaluation. It is unclear from the image attached that the markerband detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a gooseneck snare with a non-medtronic guidewire during treatment of a calcified lesion in the patients left distal tibial/popliteal trunk. Moderate vessel calcification was reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) followed during preparation, procedure, post-procedure without issue. Embolic protection was used. The vessel was pre and post dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the radiopaque marker on the snare catheter dislodged and was jailed with a coronary stent. A second snare was opened and the intergraged embolic protection was removed but the radiopaque snare marker was left in the patient. No health consequences or impact reported.